Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark portion) and the main body (light blue) of a minicap extended life pd transfer set. There was "no threads on the set." This occurred during dwell of peritoneal dialysis (pd) therapy when the patient disconnected from the patient line. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, a separation was observed between the dark blue female connector and the light blue main body. The device underwent functional leak testing, clear passage and clamp functioning testing and the set performed according to product specifications. No leak was observed. Therefore, there was no risk to the patient as the separation of the transfer set did not result in a breach in the sterile pathway. The separation was verified. The cause of the condition was due to inadequate solvent bond between the female connector, insert chip, and main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.